Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
Additional information indicates that the right ventricular lead exhibited fracture.